Event description:
Customer reported a malfunction on the pump with a displayed malfunction code of malf 6. There was no adverse impact to the customer's blood glucose level, remaining well below the threshold of 500 mg/dl. Cts provided pump reset information and assisted the customer in resetting the pump, and advised that persistent malfunctions could lead to a pump replacement. The customer, who has a new tandem mobi pump with training scheduled, was instructed to contact cts if the malfunction recurs. The malfunction did not recur after the initial reset, and the customer may continue using the pump.